Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned rod gripper was examined. The device fractured on one side of the gripping arms. The cause of this event can likely be attributed to weakening from use over time as well as bending of a rod made of harder material. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a rod gripper broke while the surgeon tried to squeeze the mating rod in surgery. The procedure was completed with an alternative instrument. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod gripper broke while the surgeon tried to squeeze the mating rod in surgery. The procedure was completed with an alternative instrument. There were no reported patient impacts associated with this event.